Manufacturer narrative:
The device was returned for investigation on march 28, 2018 and was tested using our standard operating procedures; we were unable to confirm the customer complaint of an overheat [over temperature alarm]. The biomed at the user facility was unable to confirm the failure. We have attempted to contact the hospital for additional information, but none has been obtained. There was no harm to the patient.

Event description:
The user facility reported that the rapid infuser experienced an overheat incident during a case. The biomed was unable to confirm the failure.